Event description:
A passeo-18 balloon catheter was chosen for treatment of a severely calcified lesion (70 percent stenosis degree) in the moderately tortuous pta. During inflation it was not possible to apply more than 6 atm. Thus the balloon was removed and it was noticed that it has been ruptured.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed a tear with a length of 0.9 mm, which penetrates the balloon wall beginning at the distal end of the distal x-ray marker. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy (i.e. Severely calcified target lesion).